Event description:
The pt fell due to an ice storm. She fell on her back on the implantable neurostimulator (ins) site. Following the fall, when the stimulation was on, it was only helping her legs and not her back anymore. The pt also reported a strong shock when she pressed where the leads were located; she was leaving the ins off. The pt saw her healthcare professional (hcp) and they tried reprogramming; they were unable to provide coverage to her low back. An x-ray of the leads in 2009, showed that the leads had migrated down. The leads were revised/moved. The pt outcome was reported as "no injury".